Event description:
It was reported that a patient experienced hyperglycemia while using the ilet with a contact detach infusion set after eating lunch without announcing the meal per prescriber direction; fingerstick readings were 311¿321 mg/dl and cgm was 328 mg/dl, and the patient performed pump troubleshooting including disconnecting as for a shower and filling tubing with visible drops, with no leakage observed at the site or device. Investigation included customer interview, device-use troubleshooting, and review of available glucose data. Further investigation of this case revealed no confirmed device malfunction, with infusion set function and site integrity appearing normal based on user checks. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no emergency treatment, no hospitalization, and event resolution not yet determined at time of call. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia of unclear cause, with contributory factors including recent unannounced meal. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.